Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the atrial lead exhibited noise that was oversensed by the device and led to inappropriate mode switch. Both atrial and right ventricle leads were explanted and replaced. The patient was in stable condition.